Event description:
Urine flow and more blood, using pads. Never had urine flow. Hair loss, gained 7 lbs. Had a urine lab work and started antibiotic (B)(6) 2020. Did not help urine flow or blood. Had interstitial cystitis for 35 years. No urine flow or fresh blood for a pad use in the past thirty-five years. I had a pacemaker put in my chest on (B)(6) 2020. The same evening after surgery, told nurse my arm was swollen and hurt; told dr (B)(6) - she said it would go down. (B)(6) 2020 had test for swelling and it was a blood clot from surgery.